Manufacturer narrative:
(B)(4). Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for misprinted labels with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for misprinted labels was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd has confirmed this complaint but no definitive root cause had been identified.

Event description:
It was reported that a bd vacutainer® spray-coated (B)(4) tubes had letters on the label misprinted. No injury or medical intervention reported.